Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. The patient was prescribed with meloxicam and the ipg was reprogrammed.

Event description:
It was reported that the patient was having discomfort at the ipg site. The patient was prescribed with meloxicam and the ipg was reprogrammed. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a revision procedure wherein the ipg pocket was moved higher, and the lead was replaced with a magnetic resonance imaging (MRI) compatible lead. The patients lead had high impedances. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: (B)(6).